Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
New information received indicated that the primary cause of death was sudden cardiac related to pump failure. Death certificate also indicated cardiopulmonary arrest, congestive heart failure and severe coronary atherosclerosis.